Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a false episode of bradycardia and false episodes of asystole were observed due to intermittent sensing. The issue was resolved by reprogramming the device. The patient was in stable condition and experienced no adverse health consequences.